Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported that impedance measurements were around 5000 ohms on only contact 8. Impedances had not resolved. The cause of the impedance issue was determined and was device related. Apparently there was a partial malfunction around contact 8. No lead fractures were noted. An x-ray was taken and there was no positive finding. Reprogramming was done and contact 9 was selected instead. The patient had recovered without permanent impairment.

Event description:
It was reported that the patient had a primary cell device for essential tremor, electrode 8 had open circuit issues and was showing high impedance regardless of the amplitude it was tested at. At 0.7v, contact 8 was about 9000 ohms with all other pairs. It was noted that as amplitude was increased the ohms values decreased a little to between 4000-5000 ohms. The patient had gotten therapy and side effects and had some reduction in tremor when using contact 8 so it appeared to be intact to an extension. Other monopolar pair values were c/9-1074, c/10-1041, and c/11-1081. They were able to illicit normal side effects such as capsule effect which was facial pulling at 4.0v, 4.5v. There was tingling. The patient had received an uncomfortable shock at the implantable neurostimulator (ins) site when he had reached across his chest to pick something up. There was a ¿zip across the chest.¿ the patient was able to reproduce this with palpitation on the ins site and being programmed on contact 8 as c+8-, patient got the best effect on 8. Patient was programmed at c+9- and the patient palpated with no reproduction of the shock. It was noted that it sounded like they would leave it at that setting. It was later reported impedance readings were greater than 4000 ohms on electrode 8. The patient had good efficacy with c+8- around 3.5v. Some dashes had been noted during a therapy measurement which had resolved after re-running at greater amplitude than 0v or .2v. After increasing to 3.5v therapy measurement was high. Additional information received reported it was unknown why the impedance issue had come about. The healthcare professional had decided to not use the contact that had caused the patient shocking, which was 8. Contact 9 was used. The impedance issue remained on contact 8 and all other pairings. The patient had gotten shock when palpating and when reaching out with that arm to grab something off a table. It was unknown if it was a fracture, but contact 8 and all other pairings showed an open circuit. They were considering an x-ray. The patient had not had shocking when switched to contact 9.